Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer that the customer's insulin pump switched off without low battery alarm of off no power alarm prior to the event. The customer received a new battery cap. The customer's blood glucose was 146 mg/dl. Nothing further reported.